Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The father reported that the patient ended up in the hospital (emergency room visit). No further information regarding the event, treatment, or device was provided. Additional attempts to gather the details of this occurrence were unsuccessful.